Event description:
It was reported to resmed (B)(4) that police found a CPAP patient dead in their home with the primary disease of heart failure. The police investigating did not find any link between the device and patient death. MFR#: 3004604967-2015-00236.